Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport slim in the patient's left upper arm. Sometime later procedure, patient experienced swelling below the elbow, not around the port site in the upper arm, raising concerns about possible subcutaneous leakage of medication in the left forearm. 3 months and 26 days post procedure the port was removed and a break identified. Current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport slim in the patient's left upper arm. Sometime post the procedure, the patient experienced swelling below the elbow, not around the port site in the upper arm, raising concerns about possible subcutaneous leakage of medication in the left forearm. Approximately 3 months and 26 days post the procedure, the port was removed and a break identified. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port slim implantable port with an attached catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. No leaks were observed throughout test. Therefore, the investigation is inconclusive for the reported fluid leak issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. However, the investigation is unconfirmed for the reported fracture issues as no fracture was noted from the sample evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.